Manufacturer narrative:
The reported event of an insulation defect was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed an external insulation abrasion, which exposed the outer coil located proximal to the suture sleeve tie impression, which is consistent with friction to the device can.

Event description:
It was reported that an insulation defect of the right atrial (ra) lead was suspected. During the revision procedure, insulation damage was visually confirmed on the proximal end of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.